Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was observed post lead implant. During follow-up next day, hv lead impedance was within normal range. Patient's condition was good.

Event description:
New information received notes that physician decided not to take any action as the impedance was within normal range next day.